Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a kink in the tracheal tube. The customer reported that the patient required recannulation.